Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "during inspection before use, the image is cloudy" involving pentax model vnl8-j10/serial (B)(4). Leak test was performed but there was no leak and the cloudiness disappeared. No further information was provided at the time of the report. On 06/24/2021, repaired products arrived at (B)(6) sales office. There is no leak and there is cloudy reproduction. The frequency of reproduction is low. It looks like there is noise. On 06/25/2021, repair registration shipping. The equipment is in a stream and is in the estimation stage.